Event description:
Patient reported right side muscular distension allied to a swelling, areola color change, and being afraid and anxious of possible cancer. Patient also reported seroma diagnosed by multiple ultrasounds which revealed liquid in the right breast. The device remains implanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  seroma-late.